Event description:
Additional information: the pump contained morphine and bupivacaine. Per the hcp reporter, there were 2 mls more medication in the pump than expected. This volume discrepancy represented a 10% deviation in rate. At the last refill, there was no problem. The patient experienced no symptoms. The fluctuations in patient behavior were easily explained by many other concurrent conditions. The hcp noted the patient was a complex, multisystem case with psych/social factors as well.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that at patient's last refill session, healthcare provider (hcp) was pulling out an excessive amount of medication from the pump. Per reporter hcp confirmed that it was not correct. The patient experienced a change in therapy effect especially acute pain in lower back. It was unsure when the symptoms began, however, patient noticed symptoms gradually getting worse starting several weeks ago from the date of this report. It was added that patient was hospitalized around (B)(6) 2012 for a uti (urinary tract infection) and came home around (B)(6) 2012. It was stated that the hcp didn't want to change anything with the pump after that, so he prescribed patient oral medication to help with symptoms. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it is available.

Manufacturer narrative:
Catheter: model: 8711, serial#: (B)(4), implanted: 2009 (B)(6), explanted: unk; pouch: model: 8590-1, lot #: n219611, implanted: 2009 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).